Event description:
The iab leaked. The nurse in charge was instructed to clamp the gas shuttle line to prevent blood from backing up into the balloon console. The perfusionist then responded in person and the balloon was removed and a second iab was inserted. The pt's condition did not change after the rupture. (Datascope also rec'd the mandatory medwatch form from the dist; uf/dist report number: 2026191-1998-0008). On 5/12/98, the following was reported to datascope: the balloon leaked and blood was noted in the gas line. The leak alarm sounded from the pump at first but pumping was continued until blood was noted in the gas line. Several alarms sounded before the surgeon and the perfusionist were called. There was no pt injury or complication as a result of the event on 3.28.98. It was reported that the pt went onto expire on 3/30/98. [Event complications]: none from the event-reported 3/30/98 and 5/12/98. [Pt's current status]: expired 3/30-rpt'd 5/12.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/12/98).